Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the cross-link remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a disassociated cross-link approximately 1 month post-operatively. There are no plans to revise at this time. (Related to 3004774118-2018-00073, 3004774118-2018-00088 and 3004774118-2018-00089).